Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was going in a loop. The insulin pump wanted to recycle around rewind, fill cannula, fill tubing, and a black dot was there. Her blood glucose level was not reported. A lost sensor alarm appeared. The insulin pump was unable to exit the preparing to prime loop. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.